Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. Customer¿s blood glucose level 33.3 mmol/l. Customer report that the insulin pump getting insulin flow block alarm during the basal. Customer assisted with performing fill cannula. Customer stated the insulin exited, customer stated the cannula was not bent. Customer inserted another set on the other leg and tried to bolus but delivered before she got insulin flow block alarm. The insulin pump will not be returned for analysis.